Event description:
A report was received that alleges that the tracheostomy tube was not able to be inflated after an unk amount of time in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One sample was received for eval. The device was visually inspected and found to have a "v" shape tear at the maximum diameter of the cuff. An attempt was made to inflate the cuff for testing, but all air immediately escaped through the tear; inflation was not possible. Mfg does a 100% inflation test of the cuffs and had the cut been there at that time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.